Event description:
Follow-up information indicates the device was removed for unrelated reasons.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: preliminary analysis revealed a no output and no telemetry condition due to a depleted battery. Longevity testing revealed the device had not met its 99.9% expected longevity. High current drain was the cause of the depleted battery. Further analysis confirmed the high current drain and isolated it to an integrated circuit (ic) u1 in a stacked chip scale package. In addition, a power on reset (por) was noted on (B)(4) 2013. Concomitant medical products: 5076-52 implantable pacing lead (B)(6) 2009, 5076-45 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.